Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the premature battery depletion was not determined. The information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins depleted prematurely. The patient had no therapy from (B)(6) 2018 until the ins was replaced in (B)(6) 2018. It was noted that insurance took several months to authorize a replacement. The rep reported that the last program in (B)(6) reflected elective replacement indicator (eri). No known factors contributed to the discharge. The ins was replaced on (B)(6) 2018. The rep reported that the ins was discharged after 9 months of use. The patient switched from a non-rechargeable ins to a rechargeable ins. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.